Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.